Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned device found signs of repeated use and a piece from the anterior of the distal surface has fractured. Device history record (DHR) review identified no deviations or anomalies during manufacturing. The device has a potential field age of 9 years and exhibits signs of repeated use. The reported event is attributed to wear and tear of the device from repeated use over time. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
The as bearing was found during routine inspection that it had a piece broke off.